Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer stated the u by kotex sleek regular absorbency tampons fell apart and she experienced irritation.